Event description:
It was reported that the device was getting "a lot" of channel error messages showing on pump screens. It was also reported the the devices were experiencing corroded connectors. There was no information on patient involvement. Although requested, further information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.